Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following an intraocular lens (iol) implant procedure, the patient experienced foggy vision and glaze superior in the left eye (os). Clinical reason was mentioned as smudge on lens. The lens was planned to be explanted. Additional information was requested.

Manufacturer narrative:
Correction: on initial MDR the FDA device code of a180104 was an error. It should have been a0409 on the original MDR ¿ (corrected information provided in h.11.) Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. No further information has been provided at this time. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).